Event description:
Neoprobe 2000 gamma detection system was found out to be not working properly. There was an error code appearing on the screen that the expected normal number that was to appear on the screen wasn't seen. Md operated the equipment. Clinical engineering notified. Nuclear medicine was called and checked the equipment.